Manufacturer narrative:
Additional information: analysis of the returned device shows that the rod inserter is not broken but is bent. The jaws of the inner shaft are twisted and witness marks can be seen on the inner shaft where it is touching the outer shaft. Given the location of the witness mark it would appear the inserter was locked tightly on the rod when the damaged occurred. The hardness of the inner shaft is rc 40.4 per the specific number called out on the print rc 42-46. The tip of the inner shaft is twisted from torsional overload. The failure was not aided by the fact that the inner rod was under the hardness spec. The hardness spec. Is currently under review for possible update.

Manufacturer narrative:
The rod inserter is not broken but is bent. The jaws of the inner shaft are twisted and witness marks can be seen on the inner shaft where is touch the outer shaft. Given the location of the witness mark it would appear the inserter was locked tightly on the rod when the damaged occurred. The tip of the inner shaft is twisted from torsional overload. The failure was not aided by the fact that the inner rod was under the hardness spec. The hardness spec. Is currently under review for possible update.

Event description:
It was reported that a patient underwent an unknown spinal procedure at l4-l5. During the procedure, the rod disengaged from the holder and the rod holder broke. A new instrument was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.